Event description:
Implant failed - infection: 2 months after placement, pt presented with blisters from infections, however no reported pain or discomfort. Many small infection sites around implants were repaired to later become successful. However this infection was so very severe the implants had to be removed. No swelling, no pain, no discomfort. One person affected.